Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results from a cobas e602 analyzer. The specific date of testing was not provided. The samples were submitted for investigation and tested on cobas e411 and analytical e module (e170) analyzers on (B)(6) 2015, and a centaur analyzer on (B)(4) 2015. Of the data provided, only the thyrotropin (tsh) result for one sample was discrepant. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided information, a general reagent issue was not likely. The differences in results between the different methodologies may be due to the different setups of all assays, the antibodies used and the variances in reference methods. The results for all thyroid assays vary with the patient's age, gender and other population characteristics which need to be taken into account when analyzing the results.